Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the port one on the standard console device did not work. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contact pins were pushed back into the connector. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to improper insertion of the cable. If additional information should become available, a supplemental medwatch report will be sent accordingly.